Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of system error 105 was reproduced and confirmed through evaluation. This error message has been attributed to severed motor mount screws. The motor and mount screws were replaced.

Event description:
It was reported that a spectrum pump had a system error 105. It was also reported that there was no patient injury.